Event description:
It was reported to philips that the wireless foot switch did not work anymore. The system was in clinical use. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the wireless footswitch did not work anymore. During troubleshooting, fse observed that the error led indicator on the base station, the wi-fi (led) indicator on the wireless footswitch, and the battery indicator were off. The part analysis report confirms that there was no light in the wireless footswitch, but it was still working, and it had an internal connector issue, which was the cause of the issue. The cause of the wireless base station failure could not be conclusively determined by the supplier's part analysis. However, fse found the issue was not resolved even after fco implementation, and to resolve the issue, fse replaced the wireless footswitch and base station and then paired the wireless footswitch with the base station. After which, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue addressed in the medical device correction z-0476-2022. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The event should not have been reported to FDA. The event occurred after implementation of the correction 3003768277- 2021/10/29-004-c, and thus the malfunction with the wireless footswitch would not cause or contribute to a serious injury. Specifically, philips installed new firmware, confirmed that a back-up wired footswitch was installed with the system, inspected the wireless foot switch, and provided an updated instructions for use of the system detailing the appropriate instructions on charging and handling the wireless footswitch. Accordingly, the user reported that even though the wireless footswitch may not have been operating it was able to successfully complete the procedure using the now mandatory back-up wired footswitch.